Manufacturer narrative:
(B)(4). The unit was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that the forcetriad generator may have been involved in a possible burn incident. Multiple requests to obtain additional information regarding possible patient injury have been made, but no pertinent information has been received.